Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "extreme tightness in chest" where they "can't breathe". The patient also reported their implantable pulse generator (ipg) is "malfunctioning" and the patient stated their "heart stopped beating" and they "almost died", the ipg remains in use. No further patient complications have been reported as a result of this event.